Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient pre-operatively diagnosed with cervical spondylotic myelopathy underwent anterior cervical discectomy and fusion (acdf) at c4-5. Intra-op, a part of the cage was shaved because the screw was inserted too deep by physician when inserting the cranial screw. Surgery was performed according to the surgical technique. The screw interfered with the cage and the cage seemed to be shaved. There was no crack of the cage itself. Cranial screw was tightened well, and caudal screw was very closed to the posterior wall. Although the caution of driver shaft¿s guideline was told by sales rep, the physician commented that the bone was so hard that it was difficult to know the feeling of insertion and it was difficult to know how deep it was inserted as well. No patient complications were reported.

Manufacturer narrative:
Post-op x-rays for c4-5 acdf with divergence cage show either an extruded screw or fracture of the cage. It is difficult to tell from provided image. From the provided event description it sounds like there was a problem with the technique. If information is provided in the future, a supplemental report will be issued.